Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a perforation. A new rv lead was successfully implanted. This lead was explanted. Pending the return and analysis, this section will be updated appropriately.